Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing resulting in false pause episodes. No device intervention was performed. Patient was in good condition and will continue to be monitored.